Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2009, on a male pt. (Pt is over 18 years). According to the complainant, during the procedure, the clip would not advance out of the sheath. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.